Manufacturer narrative:
The field service engineer cleaned a bowl and replaced nozzles. An incorrect pinch tube was found to be installed. The engineer cleaned the ise system, checked adjustments, primed, and performed an air purge. No further issues have occurred after these actions. The investigation determined the issue was caused by the installation of an incorrect pinch tube.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with ise indirect na, cl for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 4.8 mmol/l, which repeated as 141.6 mmol/l. The sample initially resulted in a cl value of 6.0 mmol/l, which repeated as 104.9 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.